Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a drain volume of 4867 during a previous therapy on the homechoice machine(hc). The fill volume was 2500ml. The home patient(hp) cleared the alarm and has been trying to call the nurse all day. The hp also reported a high drain alarm (see report number 1416980-2013-01018). Baxter healthcare contacted the nurse on (B)(6) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was not confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore, the device did meet product specification related to the reported issue of iipv. As the problem was not confirmed a cause could no be determined.